Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to loss of capture that was related to a lead body issue. The patient did not suffer asystole. No additional adverse patient effects were reported.